Event description:
It was reported that the wake button was not working. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Customer pressed the wake button multiple times and the wake button performed as intended. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.